Manufacturer narrative:
The incident sample was requested but the customer has indicated that the device is not available for return. If the sample or additional information pertinent to the incident is obtained, a follow-up report will be submitted. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported that during a procedure using this device, the raytec caught on fire. There was an o2 enriched environment, and oxygen was delivered through a mask. It appeared that the fire was caused by the pencil being activated within an incision while the raytec was covering the incision. The raytec was stomped out on the floor without any injury to the patient.

Manufacturer narrative:
Issue has been reported to FDA through user facility (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.